Event description:
Pt reports that her cadd legacy pump with a (B)(4) started to beep with a high pressure alarm. Reports that she resolved the issue but has been unable to clear the high pressure alarm from the pump. She did not know the date that this started. She switched to her other pump and has been using the other pump since with no interruption in therapy. No adverse events. Sending a new pump to arrive tomorrow to replace the defective pump. Dose or amount: 60 ng/kg/min, frequency: continuous, route: IV. Dates of use: (B)(6) 2017 to present. Diagnosis or reason for use: pah.